Event description:
The customer reported the alarm was not functioning properly and had very limited info. It is unk when the issue was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: during eval, it was discovered that when the sensor cable was wiggled and weight was applied to the sensor pad, the unit would sound both on and off. The eval determined that all of the pins were bent out of place in the sensor receptacle, which caused the unit to sound on and off when the sensor cable was wiggled. The unit passed all other functional testing. All complaints are trended and reviewed by mgmt on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).